Event description:
The express biliary sd promounted stent dislodged from the delivery catheter. During device advancement through a previously implanted stent in the renal artery, the stent dislodged from the delivery catheter and embolized into the kidney. The stent was successfully retrieved and removed from the patient. A new stent was successfully implanted. No patient complications were reported. The patient's status was reported as 'fine'.